Event description:
Reporter indicated that a patient is experiencing chronic ileus and severe constipation. The constipation condition was reporter to have been pre-existing to vns, but has intensified since implantation. The treating medical professional is unsure of the cause of the events